Event description:
It was reported that a patient fainted and felt uncomfortable and went to the hospital. The device was found to have met elective replacement indicator (eri). The device was explanted and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.